Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported the patient had experienced significant difficulty when recharging her device, often times losing telemetry, as a result of the ipg implant site. The ipg implant site was surgically relocated to a more comfortable position for the patient. The device remains in use. F/u on the patient found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.